Event description:
Patient reported that the aligners caused damage to their gums. Due to the byte treatment they have undergone gum treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.